Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant due to regurgitation. It was reported that the cause of the regurgitation was due to incomplete debridement of the patient's annulus. It was reported that the valve was removed and the annulus was further debrided and a new valve was successfully implanted with no adverse pt effects. It was reported that there was no dissatisfaction with the device or its performance; however, a new valve was used because there was a concern that the valve may have been compromised during explant.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion = cause of event attributed to user error. Analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible, possibly due to blood contact, dry receipt condition and/or the decontamination process. A tear through the free margin and lunula of the non-coronary cusp appeared to have occurred during implant. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded this was a normal valve the tear through the cusp was induced during the procedure.